Event description:
Bausch & lomb affiliate reports one incident of the lens having to be explanted due to an unexpected refractive error. The lens was replaced without incident, the pt's prognosis is excellent and visual acuity at last report is 20/25.